Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization and the index procedure was performed. Target lesion #1 was de-novo lesion located in the distal right coronary artery(rca) with 80% stenosis and was 8mm long with a reference vessel diameter of 3mm. The target lesion #1 was treated with the pre-dilatation and placement of a 2.50x12mm promus element plus stent with 0% residual stenosis. Target lesion #2 was de-novo lesion located in the mid rca with 80% stenosis and was 6mm long with a reference vessel diameter of 3mm. The target lesion #2 was treated with the pre-dilatation and placement of a 2.50x8mm promus element plus stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin. In (B)(6) 2015, the patient presented with chest pain and subsequently diagnosed as stable angina and was hospitalized on the same day. Subsequently, coronary angiography was performed and revealed widely patent of a 2.50x12mm promus element plus study stent which was implanted in the distal rca. The 60% stenosis located in proximal rca and the distal rca was treated with balloon angioplasty and placement of 3.5x20.00mm and 3.00x38.00mm promus premier drug eluting stents, resulting in 0% residual stenosis. Additionally, 99% isr of the previously placed 2.50x8mm promus element plus stent in the mid rca and was treated with balloon angioplasty and placement of 3.5x38.00mm promus premier drug eluting stent with 50% residual stenosis. One day post procedure, the event was considered recovered and the patient was discharged on aspirin.